Event description:
Patient to the operating room for a phacoemulsification with intraocular lens implantation of the left eye. Reportedly, upon injecting the intraocular lens into the anterior chamber, it was noted that both haptics had broken off the optic while in the insertion cartridge. The main incision was enlarged, and using a pair of retina forceps to hold the intraocular lens, the optic was transected just beyond half the diameter and rotated out the main incision with 0.12 forceps. Upon inspection, an iridodialysis was noted. A new intraocular lens was inserted into the eye and no retained lens material from the first intraocular lens was noted.